Event description:
The pt underwent ptca. After the procedure, the cardiologist attempted closure of the access site with a techstar 6 fr pvs device. After deployment and securing the sutures, the cardiologist attempted to remove the device and encountered resistance. It is not clear whether he rotated or otherwise repositioned the device, but he was able to remove the device. At that point, the cardiologist noted that the j-tip and closure of the access site. The tip was found entrapped by the knotted sutures and was removed without difficulty. Inspection of the device revealed contriction of the sheath consistent with the sutures having been tightened around it. This finding indicates that the cardiologist probably used improper technique in collecting the sutures, probably bowing the sheath downward to collect the sutures above the device, rather than upward to advance the needles and collect the sutures below the device. The instructions for use (IFU) clearly describe and illustrate the proper technique, and the IFU explains that collecting the sutures from below the sheath is important to ensure are not tied around the sheath. There is no evidence this event was related to any defect in the device or IFU.